Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer is unsure why the red x appeared, as the insulin pump was not dropped or bumped. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. Device was received with trace pointers are invalid error or history pointers failed and history pointers are corrupted error or post-reset ram crc alarm after battery changed, power supply test failed during self-test alarm during self test and high sleep current due to moisture damaged electronic assembly.